Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited oversensing, inappropriate shocks, a significant change in atrial and ventricular pacing thesholds, and inhibition of pacing. The patient was pacemaker dependent and remained in the intensive care unit due to poor health. The patient died four days after the implant. The physician attributed the death to bradycardia induced torsade that the device did not fire for.